Manufacturer narrative:
Device history record: the DHR shows no abnormalities related to the reported failure. Mayfield ultra base unit (a2101) was returned for evaluation. The reported complaint was confirmed. The evaluation showed that the shock cushion was worn from routine use. The 6in transitional teeth, adjustment wrench thread, shock cushion, and 1/4in pin are worn. The unit needs repair, and replacement of worn parts. General maintenance and cleaning required.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that mayfield ultra base unit (a2101) was moving when locked and when put on patient's head. No patient injury or surgical delay has been reported.